Manufacturer narrative:
Section d10: concomitant products cemex system fast genta 70g (cat# 13a2101 / serial# (B)(6). Distal fixation ring ha 29.5 (cat# 308-05-29 / serial# (B)(6). Large prox body +0 (cat# 308-10-05 / serial# (B)(6). Taper locking screw 0 (cat# 308-15-01 / serial# (B)(6). Equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6). Eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6). Eq rev compress screw lck cap kit, 4.5 x 42mm (cat# 320-20-42 / serial# (B)(6). Equinoxe reverse 46mm humeral liner +0 (cat# 320-46-00 / serial# (B)(6). Equinoxe reverse shoulder drill kit (cat# 321-20-00 / serial# (B)(6). Sterile disposable containers (cat# asa0030 / serial# (B)(6). Cemex gento low viscosity 40g kit (cat# 1400-ag / serial# (B)(6). Interspace tapered wedge 46mm short (cat# spc0023 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, approximately 1 year(s) and 3 month(s) post implantation of left a third revised tsa (previous revision reported on MFR# 1038671-2024-01824), the patient presented with aseptic humeral loosening. Patient had revision to a hrp and has never had relief of pain. A bone scan was obtained which was returned suspicious for loose prosthesis and non-specific focal infection. This outcome of the event was resolved two months later by standard reverse with humeral reconstruction stem revision of the left shoulder and s/p antibiotic spacer placement five months following with continued lift shoulder pain. Plan to revise back to rtsa w/hrp. Pain could be result of continued glenoid wear from the spacer. The clinical report indicates that the event is definitely related to the device(s) and unlikely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.